Event description:
Reporter indicated that a vns patient had a recent increase in seizure activity. The current seizure rate compared pre-vns baseline is unk. Attempts to obtain additional information from the treating physician have been made and have been unsuccessful to date. A battery life calculation was performed using the programming history available in the in-house database, and it was noted that there is approximately three years of programming history not available. The result of the calculation indicates that there is 14% of the battery capacity remaining and approx 1.12 years to the end of service indicator is yes. The most recent diagnostics available were performed in 2006, and the results were within normal limits indicating proper device function at that time.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.